Event description:
It was reported that on (B)(6) 2022, the patient was experiencing fatigue, exhaustion, and low flow alarms and was admitted to the hospital with low hemoglobin. A review of the log file revealed low flow events on (B)(6) 2022. Blood product transfusions were required. The low flow alarms resolved with volume replacement. Positive occult blood in stool was noted on (B)(6) 2022. A gastrointestinal consult recommended holding off on esophagogastroduodenoscopy (egd) and plans were made for the patient to follow up. The patient has a follow-up with hematology on (B)(6) 2022 for a ferritin infusion. No active bleed was found prior to discharge on (B)(6) 2022. Hemoglobin/hematocrit levels were 10.1/30.9 g/dl upon discharge. The source of bleed was thought to be due to chronic anticoagulation therapy/anemia. Coumadin dosing and range was decreased.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Additionally, review of the log files provided by the account confirmed low flow events; however, a specific cause for these events could not be determined through this evaluation. The controller event log file contained data from 17jul2022 through 18jul2022. Intermittent low flow alarms were captured on 17jul2022 and 18jul2022. Pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also addresses all pump parameters and contains information regarding what triggers the low flow alarm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30sep2019. No further information was provided. The manufacturer is closing the file on this event.